Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient has dislocated shoulder after a fall. It was also reported that the liner was removed and replaced with retentive liner. Doi: (B)(6) 2018; dor: (B)(6) 2018; left shoulder.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.